Event description:
In 1999, a dr implanted a 27mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27aecs-602). The pt expired in 2000. According to the info received from the surgeon the pt experienced a neurological event and visit their physician. The pt's inr was reported to be therapeutic and was 3.1 prior to their death. The postmortem findings indicated a "normally functioning valve with no adherent thrombus and no abnormality seen on brain sectioning." However, it was also reported the dr felt thromboembolism was the cause of the pt's death. No additional info was received, including the date of the neurological event, the pt's history, or if the valve remains implanted following autopsy.

Event description:
Per surgeon's letter: another dr saw the pt immediately following a neurological event and stated the dr felt a thrombo-embolism was the cause of the pt's death. The pt's inr was "therapeutic" postoperatively and was 3.1 prior to death. The postmortem findings showed a "normally functioning valve with no adherent thrombus and no abnormalities of the brain".